Event description:
It was reported that: it is about a patient operated several times (we don't have the details on the various interventions this patient had), who has today a long assembly of posterior fixation with iliac extension and intersomatic cages. To my knowledge, the patient was asymptomatic, but prof spotted on the x-rays, presumably during a follow-up visit, that the right iliac screw had broken. During the revision surgery, prof removed the broken part of the screw (tulip) and changed the connector above, because he had to unscrew the bolts. The rest of the implant was not removed (impossible) and prof put a new iliac screw to mount the assembly again. The event was observed presumably on control images a few months after implantation (in (B)(6) 2017), the patient was doing well and prof was satisfied with the level of fusion. The revision surgery lasted about 40 minutes without x-rays.

Event description:
It was reported that: it is about a patient operated several times (we don't have the details on the various interventions this patient had), who has today a long assembly of posterior fixation with iliac extension and intersomatic cages. To my knowledge, the patient was asymptomatic, but prof spotted on the x-rays, presumably during a follow-up visit, that the right iliac screw had broken. Indeed, we can see on the attached pictures the net section between the tulip and the screw thread. During the revision surgery, prof removed the broken part of the screw (tulip) and changed the connector above, because he had to unscrew the bolts. The rest of the implant was not removed (impossible) and prof put a new iliac screw to mount the assembly again. The event was observed presumably on control images a few months after implantation (in april 2017), the patient was doing well and prof was satisfied with the level of fusion. The revision surgery lasted about 40 minutes without x-rays.